Event description:
Prytime is filing this report with an abundance of caution as the reboa catheter was present during a case that required surgical intervention after removal difficulties were reported. This case involved a patient who was presented to the trauma bay after sustaining injuries from a motor vehicle accident. Right femoral access was gained and a reboa catheter was placed in zone 1. Complete occlusion was initially performed for 7 minutes, followed by partial occlusion for an additional 95 minutes. After the procedure was completed the trauma surgeon reported difficulty during attempted removal of the catheter through the sheath. The catheter and sheath were removed as a single unit in accordance with the catheter instructions for use. Following the removal, the complication of a pseudoaneurysm was identified at the insertion site. Vascular surgery was consulted where they surgically repaired the injury. During investigation of this incident, it is not known whether all fluid was removed from the balloon prior to attempted removal. As noted in the IFU, failure to remove all fluid from the balloon prior to attempted removal may make it difficult or impossible to remove the catheter from the introducer sheath and/or vessel. This report was prepared with limited information provided. Multiple follow-up attempts with the surgeon were initiated without success. Last, there was no confirmed deficiency with the prytime product exhibited in this case, nor a reported or alleged failure or deficiency of the prytime catheter or its labeling.